Manufacturer narrative:
The customer¿s products have been requested for return, but the test strips were not available for return. No product has been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 19:17, the result from the meter was 122 md/dl. At 19:25, the result from the laboratory was 254 mg/dl.